Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk was recognized.

Event description:
Patient underwent essential tremor treatment that ended with complete tremor relief without adverse events. Around 2 weeks after the treatment, the physician reported that the patient had developed a numb leg. This report is a follow up report submitted upon completion of internal investigation.

Manufacturer narrative:
This case is still under investigation.

Event description:
Patient underwent essential tremor treatment that ended with complete tremor relief without adverse events. Around 2 weeks after the treatment, the physician reported that the patient had developed a numb leg.